Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer "that the PICC introducer sheath would not insert pass the skin and ended up splitting at the site or freying which caused customer to open a full brand new kit." Additional information received: it was reported "when my staff is attempting to insert the introducer in the patient they are having issues, they notice the issue with the introducer once they attempt. They have made a larger nick thinking it was the patients skin before realizing."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regp1017 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "that the PICC introducer sheath would not insert pass the skin and ended up splitting at the site or freying which caused customer to open a full brand new kit."